Event description:
The patient hadn't recharged in a few weeks and hadn't used the stimulator in six months due to discomfort and rib stimulation. The device was overdischarged. The pocket was tilted and 6-7 coupling bars were achieved. It was possible to initiate recharging after the first 60 minute re-boot. The patient was instructed to finish recharging at home and return to the clinic the next day. After arriving at home, the patient was not able to charge the device. Upon returning to the clinic, it was not possible to communicate with the device. It was stated the device was probably flipping and moving halfway across the abdomen. It was agreed to revise the device in the near future.

Manufacturer narrative:
(B) (4).